Manufacturer narrative:
H10, h3, h6: visual inspection and functional testing could not be performed because the device, used in treatment, was not returned for evaluation. Thus, the complaint could not be verified, and a root cause could not be determined with confidence. The likely root cause for the needle tip fracture is when surgeon cycles needle too many times, or advances needle without tissue present between device jaws. The root cause in this case could not be determined because the device was not returned to perform failure analysis. The risk management documentation was reviewed and found to contain this failure mode within the risk file, no updates are required. The instruction for use (IFU) outlines precautionary statements and instructions in regard to the use of the device to avoid damage or non-functionality. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a knee scope, meniscal repair procedure, as the surgeon deployed the needle on the second stitch, it was noticed that the tip of the needle broke off inside of the joint, in clear view of the camera. The piece was retrieved and removed and confirmed no foreign body was left in the patient. A backup device was available to complete the procedure. No significant delay and no patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.